Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The complaint states, that signal loss over one hour occurred. On for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The allegation was undetermined, as loss of connection is outside the investigation window. The probable cause could not be determined, as the allegation was not found.

Manufacturer narrative:
(B)(4).